Event description:
It was reported that there was a lead/extension issue which was lead migration. The actions required as a result of the event was a revision. The patient had two leads epidurally but both leads migrated up to t5. Surgical intervention was needed, which was the revision, to move both leads back down to t8-9. Diagnostic testing or troubleshooting that was performed was impedance testing, x-rays, and reprogramming. Patient status at the time of the report was alive, no injury. There were patient symptoms or complications associated with the event which included less than 50 percent therapy relief and feeling stimulation up in the chest. The location of the issue or symptom was the lead location. Both leads were successfully moved down to t8-9. Both leads were re-anchored. At the end of the report the patient was receiving good stimulation in their legs, where they needed it.

Manufacturer narrative:
Product ID 3888-45, lot# v851638, implanted: 2012 (B)(6); product type lead product ID 3888-45, lot# v671013, implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 3888-45, lot# v745828, implanted: 2012 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708240, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).